Event description:
Boston scientific received information that this patients right atrial (ra) lead exhibited low out-of-range (oor) pacing impedance measurements of less than 200 ohms. As a result it was surgically abandoned at the same time the device was changed out. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.